Manufacturer narrative:
The product was not returned for investigation; therefore, the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened, a full evaluation will be conducted, and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: friction due to cutter assembly and housing assembly interaction poor suction excessive force applied by the user shaver blade comes in contact with a metal object (i.e. Scope) reused shaver blade components do not fit properly shaver blade deflects easily forcing the housing assembly to contact the cutter assembly inadequate design stackup spring with spring constant too high improper cleaning process settings used above the recommended limits incorrect rfid tag in sum, the reported failure could not be confirmed since the device was not received at stryker endoscopy for investigation.

Event description:
It was reported that during a post-op visit, it was noticed that a portion of the shaver tip had broken off and was retained in the patients left knee. Surgery is scheduled for removal of foreign body.